Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering because he had to fill reservoir two times a day. Customer had using insulin pump system within 48 hours of reported low blood glucose event. No harm requiring medical intervention was reported. Customer was neither in emergency room, nor admitted into hospital. The insulin pump and reservoir will not be returned for analysis.